Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). After an undetermined amount of time it was reported that the patient experienced overgrowth of tissue around the j-tube; which was found to be embedded in the duodenum. The patient was referred to a physician for a peg-j exchange.